Event description:
It was reported that the patient is unable to communicate with her ipg using her charger. A sjm representative met with the patient and was unable to resolve the issue with a replacement charger. The patient is no longer receiving stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.